Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s freestyle libre 3 plus sensor did not pair with the ilet and the app indicated the sensor was already in use by another device after the patient had initially started it on the libre app rather than within the ilet app. Symptoms included no glucose data available for dosing. Outcomes included a dosing interruption with no health impact reported. User support included technical support troubleshooting and user education, during which the agent guided the patient to scan and start a new sensor within the ilet app and recommended removing the libre app to prevent future conflicts. Investigation of this case revealed use error related to starting the sensor on a non-ilet application, resulting in a device pairing conflict consistent with sensor already in use by another device. It was concluded, based on previously established findings for similar reports, that the cause was user setup error leading to app-to-sensor pairing conflict, resolved by starting a new sensor within the ilet app.